Manufacturer narrative:
Initial and final MDR (B)(4) device 6 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that six infusion set fell off during use event on (B)(6) 2024. The infusion set was in use for 24 hours. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.